Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic placement of an ultraflex esophageal stent in 2005. On 1/3/2005, the stent meshes and cover were noted to be 'broken'. The pt underwent surgical intervention in 1/2006. The fractured portion of the stent was removed. The cover of the stent and the non-covered proximal aspect of the stent remained in the pt. X-ray image showed the esophageal stenosis. There is no plan at this time to place an additional stent. The pt is able to eat correctly.